Event description:
The reporter indicated the surgeon inserted a (B)(4) collamer aspheric single piece lens and the lens tore. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were not required.

Manufacturer narrative:
(B)(4): eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).